Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/18/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
On (B)(6) 2018, a mentor smooth round moderate plus profile 400cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the device indicate that it could be deflated. This could be characteristic of an event where a patient required medical device removal because of the deflated device, and as a result, this event will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a crease located on the anterior aspect and extending to the posterior aspect within an area of shell abrasion, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/9/2018, mentor became aware that the report submission due date was mistakenly omitted from the initial report dated 7/9/2018. The due date that should have been entered is 7/18/2018. The device history record (DHR) was reviewed on 7/30/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).